Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an unspecified infection, coincident with peritoneal dialysis (pd) therapy. The registered nurse (rn) contacted global technical services (gts) for an unrelated alarm and assistance to disconnect the patient because the patient was being hospitalized for the infection. The treatment was not reported. The outcome of the infection was not reported. Additional information was requested, but is not available at this time.